Manufacturer narrative:
Device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated a patient's vns device was explanted due to infection at the lead and generator incision sites that occurred two weeks following initial implantation of the vns therapy system. No trauma or device manipulation occurred. The patient was hospitalized and placed on oral and intravenous antibiotics. The patient underwent surgical washout of the wounds, but the infection did not resolve and the vns generator and lead were explanted. The causative infectious organism was staphylococcus aureus bacteria, but the cause of the infection is unknown per the reporter. The patient is currently doing well.